Event description:
A male pt, of unk medical history, underwent a cardiac catheterization (exact date is unk). The procedure was performed through a 6 french procedural sheath placed in the right common femoral artery. At the end of the catheterization, a mynx vascular closure device was used to obtain femoral artery hemostasis. The mynx device was reportedly prepped and deployed per the instructions for use (IFU) by a trained operator. Immediate hemostasis was achieved and the pt was discharged per hospital protocol and without incident. Approx 1 week following discharge, the pt returned to the hospital with complaints of pain and drainage from the access site, for which the pt was sent to surgery. The surgical report indicates there was no active bleeding or pseudoaneurysm. There was no sign of fluid or drainage and no purulence was seen. A hematoma, anterolateral to the artery, was evacuated and sent to pathology, which confirmed the removal of blood clot. There were no reports of infection or increase in white blood cell count. The pt tolerated the surgical procedure well and there were no reports of further clinical sequelae.

Manufacturer narrative:
The device was not returned for eval. Based on the limited info provided, the root cause of the reported surgical procedure was the hematoma. There is no evidence to suggest that the mynx device did not perform as intended. Hematomas are possible complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression.